Event description:
At the time of citadel plus bed frame pickup from the customer, the arjo service technician identified that the right-hand foot-end side rail was damaged. One of the threaded plates that strengthens the side panel (side rail) shifted together with the screws holding the plastic molding. Photographic evidence provided confirmed the malfunction. This visible symptom was the side rail that was misaligned. The circumstances of the bed damage were not provided, and there is no indication of patient involvement. No injuries were reported.

Manufacturer narrative:
In the complaint at hand, the circumstances under which the side rail was damaged remain unknown. However, analysis of the post market surveillance data showed that the side rail can be damaged due to collision with extension frame when the backrest section is raised and not all extension frames are expanded. In such cases, the collision results from the bed operator¿s action, who can observe the issue as it occurs and react accordingly. Additional tests performed at the manufacturer's site demonstrated that neither a collision between the side-rail panel and the width-extension frame nor forces of up to 1800 n applied caused any displacement of the threaded plate. In both scenarios, the side rail remained securely attached to the frame, with only minor component damage observed. These findings confirm the bed¿s durability and suggest that, in the reported complaint, the side rail was either exposed to significantly higher forces or subjected to repeated excessive loading that gradually weakened the component and ultimately led to its failure. Shifting of the threaded plate causes the safety side to become misaligned. Thus, the problem is noticeable by the operator. The IFU states that the safety sides shall be checked every day by a caregiver. If the malfunction is identified, arjo or qualified service personnel should be contacted. The review of the complaints showed that there is no possibility to move the threaded plate completely out of the side panel. Moreover, there are two threaded plates in the side rail. Even if one of them shifts, the second one states in place. Additionally, although the screw holes in the plastic moulding were enlarged due to the plate shifting together with the screws, the plate¿s surface area remains significantly larger than the holes. Thus, in the unlikely event that a patient leans on the damaged side rail, the side rail will not detach from the bed, as the threaded plate continues to prevent such a failure from occurring. To sum up, the investigated failure has never led to a patient fall, serious injury or death. Therefore it is considered not reportable in the future. Describe event or problem, manufacturing date, and medical device problem code were corrected.

Manufacturer narrative:
According to the instructions for use for citadel plus bed (IFU 831.374 rev. 14), the operation of the sides rails should be checked daily. If the result is unsatisfactory, arjo or qualified service personnel should be contacted. The process of gathering and analysing data is ongoing to provide a root cause of the event.

Manufacturer narrative:
The damaged side rail was a hybrid side rail. It was reinforced by increasing the support surface at the points where the screws could be pulled out, through the addition of metal plates beneath the screws. As the threaded plate is placed inside the side rail cover, it would need some force to move it from the side rail assembly. In the complaint at hand, the circumstances under which the side rail was damaged remain unknown. However, analysis of the post market surveillance data showed that the side rail could be damaged due to the collision of the side rail panel with the width extension frame. An investigation at the manufacturer¿s site was conducted to determine whether the dislocation of the metal plate could affect patient safety. The analysis of the results is ongoing. According to the instructions for use for citadel plus bed (IFU 831.374 rev. 14), the operation of the sides rails should be checked daily. If the result is unsatisfactory, arjo or qualified service personnel should be contacted.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Event description:
Arjo became aware of the citadel plus bed frame malfunction. The device inspection revealed that the side rail was damaged. Screws holding the panel to the metal plate were ripped off. There was no allegation of the patient involvement. No injury was reported.